Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported obtaining alleged inaccurate high readings ranging from "250 to 555 mg/dl" with the subject meter. The patient was unable and/or unwilling to inform the cca when the alleged meter inaccuracy began. The patient manages her diabetes with oral medication(s); however, it is not known if she made any adjustments to her diabetes medication in response to an alleged inaccurate high result she obtained with the subject meter. On an unspecified date/time, after the alleged meter issue started, the patient claimed developing symptoms of dizzy and sweating. The patient also reported having more food and/or drink. It is not clear if the patient treated self with food and/or drink in response to the symptoms she reportedly developed. At the time of troubleshooting, the cca noted that the patient did not have control solution available at the time of the call to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.